Event description:
It was reported by a nurse that during implantation of the intraocular lens using an insertion system, the patient's posterior capsule tore necessitating a vitrectomy. Account reported, no patient injury occurred.

Manufacturer narrative:
The lens was received stuck in the tube of an insertion cartridge precluding analysis. The causal relationship between the device and the adverse event is not known. While we were unable to determine the cause of this event, our investigation reasonably suggests, it is not manufacturing related. All information available is included in this report.